Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to prime and inject insulin or medication. The following information was provided by the initial reporter : the consumer reported needle clogged during priming and also during injection. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 12/31/2021. H6: investigation: customer returned a total of 13 used nano pro pen needles. No teardrop labels were returned for lot confirmation. The pen needles were visually inspected prior to testing for clogs. 3 of the pen needles were found to have broken needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the non-patient end of the needles breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining samples was attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needles. No issues were found with the remaining pen needles regarding clogs. 5 of the returned samples were found to have been bent at roughly a 60 degree angle. The needle point integrity for one of these samples showed signs of use in the form of warping at the needle tip. No debris was found at the tip of any of the needles. All of the needles were measured within acceptable outer diameters for 32 gauge needles (0.0090 in to 0.0095 in). Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. The bending of the needles and warping to their distal tips may be the result of stresses applied during use. The remaining needles featured no defects and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. All damages found were related to manner of use.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to prime and inject insulin or medication. The following information was provided by the initial reporter : the consumer reported needle clogged during priming and also during injection. Date of event: unknown. Samples: available.